Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, within a type 1 bicuspid native va lve, the valve was positioned in a high position (1 mm on the non-coronary cusp and 5 mm on the left coronary cusp). No aortic regurgitation (ar) was present and the valve appeared secure. Upon release, the valve dislodged. The left coronary artery was occluded and the valve was snared to a safe position in the ascending aorta. The patient was stabilized and a second valve was successfully implanted in good position with excellent hemodynamics and no ar. No additional adverse patient effects were reported.